Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 255 and 94 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 69 mg/dl and 81 mg/dl using truetrack meter. The customer stated she was not concerned with the results of her back to back test 69 mg/dl and 81 mg/dl; she had just eaten and didn't feel the machine was giving her an accurate reading. She stated she was feeling well and had no symptoms of hypoglycemia. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 255mg/dl (B)(6)2017 03:06 pm fasting: yes; 249mg/dl (B)(6) 2017 03:04 pm fasting: yes; 94mg/dl (B)(6) 2017 02:59 pm fasting: yes; 104mg/dl (B)(6) 2017 02:58 pm fasting: yes; 5:106mg/dl (B)(6) 2017 01:57 pm fasting: yes. Memory concerns: the customer is concerned with 255 mg/dl and 94 mg/dl.